Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39-40 mg/dl. Low bg cause was not known and troubleshooting could not be performed with tandem technical support as the event occurred in the past. Customer drank juice to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 306-307 mg/dl. A supply change was performed to resolve the issue.